Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) was replaced because of the location. It was stated that the ins was on her tail bone and it was "too painful". It was also noted that the patient was "having a lot of problems while trying to recharge". The patient's rechargeable ins was replaced with a non-rechargeable.

Event description:
Additional information reported that the ins that was on the patient¿s tailbone was ¿uncomfortable.¿ it was noted that when the patient sat down, it was ¿very uncomfortable and her butt was hurting so bad.¿

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).